Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the cgm was displaying 8.5 mmol/l and a finger stick reading was taken and the bg meter was displaying 1.2 mmol/l. The patient's mother stated she gave the patient jelly babies. No symptoms or medical intervention was reported, and it is unknown why a bg meter reading was taken in comparison to the cgm. At the time of contact, the patient was doing good. Data was provided for evaluation and the allegation was confirmed. The probable cause could not be determined. The reported allegation falls within the e zone of the parkes error grid. The data investigation confirms values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).